Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date in 2012 a 27mm epic stented porcine heart valve was implanted. Heart failure and transvalvular leakage occurred on the patient since a few years before. On (B)(6) 2020, the valve was explanted and the leaflet was found to have prolapsed and a pannus-like object adhered on the valve. A 23mm magna mitral ease valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant was reported due to heart failure and valve leakage. The investigation found that the sewing cuff had been disrupted in processing, which was associated with a tear in cusp 2. Cusp 3 was torn. There were degenerative changes to the tissue in cusp 3. Cusp 3 also contained calcifications. No acute inflammation was present. The cause of the tears could not be conclusively determined, however the degenerative changes to the tissue could have contributed to the tear formation.

Manufacturer narrative:
Explant was reported due to heart failure and valve leakage. The investigation found that the sewing cuff had been disrupted in processing, which was associated with a tear in cusp 2. Cusp 3 was torn. There were degenerative changes to the tissue in cusp 3. Cusp 3 also contained calcifications. No acute inflammation was present. The degenerative changes to the tissue could have contributed to the tear formation. In addition, the pannus formation noted on the valve and the selected valve size (23 mm) larger than the replacement valve (27 mm),is possible evidence of oversizing. This had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which could lead to leaflet tears and reduced durability.